Event description:
It was reported that the console displayed an error code 49, due to this the surgical procedure was postponed. No further information about the patient outcome are available. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. A review of the machine service and user screen parameters were carried out. Also, a system and power meter calibration were performed and the laser output using external power meter was verified. After that, the console was working properly. Based on the analysis results, the reported error message was confirmed as performing the power meter calibration resolved the issue. Therefore, a conclusion code of cause traced to maintenance was assigned to this investigation. D3. Manufacturer email: (B)(4).

Event description:
It was reported that the console displayed an error code 49, due to this the surgical procedure was postponed. No further information about the patient outcome is available. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).